Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk. The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.